Event description:
The customer observed smoke emitting from underneath the reagent carousel of an immulite 2000 xpi instrument. The customer powered the instrument off and informed siemens that there was no injury due to the event. There are no known reports of adverse health consequences due to the smoke emitted from the immulite 2000 xpi instrument.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the immulite 2000 xpi instrument and observed a failed component in the pipettor circuit board. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00016 on 08-apr-2022. Additional information (13-may-2022): siemens reviewed the information provided and noted the attending customer service engineer (cse) determined the smoke was coming from the underside of the reagent chamber assembly and caused by an electro-mechanical failure of the dual pipettor pcb (printed circuit board). The cse replaced the dual pipettor printed circuit board (pcb) to bring the instrument back to an operational state. The instrument is operational post-service intervention and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.